Event description:
The pt's mother reported e6 (mechanical) error was displayed on the infusion device on (B) (6) 2009 and the pt's blood glucose elevated to 596 mg/dl. The pt did not hear the alarm. She injected insulin via pen and switched to the backup infusion device to lower her blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.